Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. Only the used device was returned loose inside a large biohazard bag. The plunger lock and the lens stop were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was fully deployed. The nozzle tip has heavy stress lines just past the depth guard. The plunger was removed to further evaluate. No damage was observed to the plunger. The plunger was reinserted into the device with no difficulty or abnormalities observed. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic information was not provided. It is unknown if a qualified viscoelastic was indicated. The root cause cannot be determined for the reported complaint of "leading haptic was stuck and being stretched, injected with resistance". Only the used device was returned. The plunger was fully deployed. Heavy nozzle tip stress lines were observed which may suggest the lens may not have been in a proper position for advancement per the instructions for use (IFU). The IFU instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and/or pinched and sheared by the moving plunger. It is unknown if a qualified viscoelastic was used. The IFU instructs: during device preparation and implantation of the company intraocular lens (iol) with the company preloaded delivery system, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that in an intraocular lens (iol) implant procedure, during primary loading, the plunger was being pushed up and it looked like the leading haptic was stuck and was being stretched while the plunger was moving the lens forward. Doctor injected it into patient's eye with more resistance than normal. Additional information has been requested.